Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Cause of the occlusion could not be determined. Customer changed the cartridge and infusion set. There was no reported adverse impact to the customer's blood glucose level.